Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# n336045, implanted: (B)(6) 2012, product type: adapter. Product ID 3998, lot# j0546338v, implanted: (B)(6) 2005, product type: lead. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer¿s representative (rep) reported they met with the consumer after they requested a new program for newer onset hip bursitis of both hips. During that time an impedance check was performed which showed high impedances on electrode contact 1. There was no consumer complaint associated with the high impedance issue since the electrode wasn¿t being used with any previous programs or the newly created program. There were also no factors that may have led to or contributed to the issue or any other diagnostics performed related to the issue. The rep. Was able to successfully program the consumer without using contact 1, and the issue was resolved. Relevant medical history includes post-laminectomy pain and spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.